Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in dec 2010. The device was returned and an evaluation was performed to investigate the reported death. A review of the device history record revealed no failures or problems related to the patient passing away. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the reported event. A visual inspection of the device was performed with no issues noted. A power on self-test was performed and the device completed a one hour therapy successfully. The device underwent functional testing during evaluation and passed all check and calibration tests during service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the evaluation of the device by the baxter product analysis laboratory, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performs pd therapy with a homechoice (hc) device, passed away due to an unreported cause. It was not reported if the pt was hospitalized prior to death. It was not reported if the pt was connected to the hc and performing pd therapy at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received and serviced prior to the device being associated with this event. The records for this device will be reviewed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.